Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem with the speaker, without further information regarding whether there was sound loss or not. No patient harm was reported.